Event description:
Customer reported a no delivery alarm and three large cracks on the insulin pump. The blood glucose reading was 60 mg/dl. Customer also reported that the screen is scratched. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.